Event description:
During an intervention procedure within a tortuous vertebral artery, when the physician torqued the guiding catheter (6f .070 mpd envoy 100cm), the hub separated from the catheter body. The physician removed the catheter by pulling back the end of the proximal body of the catheter from the pt's vessel without difficulty. A non-cordis 6f catheter was used, advanced to the target lesion and deployed a palmaz genesis on amiila stent and the case was successfully completed. There was no adverse effect to the pt. The product is to be returned for evaluation and testing. Additional info will be submitted within 30 days upon receipt.